Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised they are having issues with blue tops underfilling to the indicator. Customer identified lot b250833t and occurrences across other unknown lots. Customer advised many of the tubes that were problematic have gone past their storage limits and were discarded, so they are impossible to obtain at this time.

Manufacturer narrative:
(B)(4): no samples were received for evaluation. The complaint cannot be determined. Corrected data: h6: investigation findings, investigation conclusion; h11: manufacturer narrative.